Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the customer comment. However, analysis did find that the upper case, side bail covers, ring cover, and battery drawer were broken, the lower case, lead flex cover, liquid crystal display (lcd) and main printed circuit (pc) board were contaminated, and the pc board screws, battery flex and heart lead flex were corroded.

Event description:
It was reported that the battery case was full of water. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.